Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced recurrent nocturnal hypoglycemia after a recent change from fiasp to insulin aspart, with reports showing postprandial hyperglycemia followed by lows; the highest noted glucose was 220 mg/dl without symptoms and the lowest was 57 mg/dl treated with oral juice. Customer care provided support and recommendation, and offering clinical support resources. Investigation of this case revealed that the pattern of lows following highs was temporally associated with the insulin formulation change, and the device appeared to function as designed without evidence of device malfunction. No symptoms associated with low and elevated blood glucose. Outcomes included transient functional impairment requiring self-treatment with oral glucose and contact with support. It was concluded that the event was hypoglycemia/hyperglycemia with an unclear cause, with contributing factors likely related to insulin therapy variation rather than a device issue, and the user was advised to coordinate with their healthcare provider and pharmacy regarding insulin supply and potential regimen adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.